Event description:
It was reported that the user experienced an occlusion with the infusion set that went unrecognized, resulting in elevated glucose of 208 mg/dl until the supplies were replaced, after which glucose returned to normal. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided support that included investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler, with deformation identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.